Event description:
It was reported that the patient suffered an impact to the head with a wooden board. Since this time, the patient has had no access to sound. The patient will be re-implanted but a date is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.